Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. The device remains implanted and is not available for analysis. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and aneurysm enlargement. As the date of the distal type I endoleak and the aneurysm enlargement is unknown, (B)(6) 2020 - the date of the re-intervention will be used as an event date.

Event description:
On (B)(6) 2012, the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On an unknown date, it was observed a distal type I endoleak and an aneurysm enlargement. On (B)(6) 2020, a re-intervention was performed. A contralateral leg component was placed to treat the distal type I endoleak. The patient tolerated the procedure.